Manufacturer narrative:
Based on the claim against the product by the customer noting would not recognize stapler, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and found that failure analysis investigations replicated/confirmed the customer reported complaint "during procedure the instrument failed to be recognized". For clarification, the instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was placed on an in-house system and failed the engagement test. Common cause of this failure is attributed to a component failure additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken snake wrist cable at the distal end. This failure caused the engagement failure of the instrument. Common cause of this failure is attributed to a component use. The complaint regarding failure to recognize was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer had a procedure delay of 31 minutes or more within a procedure with a total operative time equal to or greater than 181 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the sureform 60 stapler instrument failed to be recognized. The customer tried all of the recommended manufacturer recommendations for trouble shooting including reseating the stapler, moving the stapler to another arm/port etc. The sales rep was present and had customer try additional steps; however, the issue persisted. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the stapler had not been fired and a procedure delay over 30 minutes was experienced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis investigation was performed: the instrument was re-installed on an in-house system and failed to engage with the system on each attempt. Error logs for in-house installs show code ("200fffaf"), which correlates with a wrist pitch axis engagement failure. Log review confirms multiple instances of wrist pitch axis engagement failures in the field, as well. Upon visual inspection, loose steering cables were observed in the backend. The wrist cover was cut open and 1 steering cable was observed to be broken at the wrist. The broken steering cable was determined to be the cause of the wrist pitch axis engagement failures in the field, and during in-house testing. Due to the broken cable, the appropriate force and friction levels were no detected by the system during the engagement sequence, leading to the engagement failure and preventing further use of the stapler. This instrument, along with others of the same failure mode, were transferred to engineering for further investigation. It was determined through investigation that there are 3 possible contributors to the failure. The primary contributor to the steering cable breakage was found to be related to an inadequate radius of the proximal clevis hole that the steering cable runs through at the distal end. A possible secondary contributor was found to be related to an inadequate radius on the pivot hole that the steering cable runs through. The last possible contribute to the cable breakage was identified to be a parting line mismatch of the pivot hole. These three contributors were identified to be possible contributors to the cable breakage, as the cables continually rub against the sharp edges during articulation and roll of the wrist.